Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Pump received with broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has stopped working suddenly, they replaced batteries but the issue persists. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is 160 mg/dl. No further details or information available. The device will be returned for analysis.